Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a drawer cubie failure. The customer stated that there was a delay to the patientcare workflow since they managed to get the medication from another pocket. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary 3.1 b4, the cubie was released, but the station still indicated the drug was present, and there was no icon available to recover it. A field service engineer powered down the station, and the back panel was removed. The row board cable was disconnected and reconnected from the drawer control board, and the back panel was locked. The station was powered back on, and functional testing was successfully performed using the station application. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a drawer cubie failure. The customer stated that there was a delay to the patient care workflow since they managed to get the medication from another pocket. There were no adverse events or injuries reported based on this event.